Event description:
A 48-year-old female with glioblastoma started optune gio therapy on (B)(6), 2026, as part of the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. " while enrolled, the patient experienced the serious adverse event of facial swelling associated with pain which required hospitalization. On (B)(6) 2026, the subject was randomized into the study. On 13-may-2026, the subject started experiencing the symptoms of swelling on the right side of the face associated with pain. On (B)(6) 2026, the subject was hospitalized. The subject underwent CT scan of head and neck however the results are not available at the time of this report. On (B)(6) 2026 the blood test results included: crp level 19 mg/l (normal range: 0 ¿ 5), alt 62 u/l (normal range: 0 ¿ 34), egfr creatinine 118 umol/l (normal range: 45 ¿ 84). Treatment for the event included: metronidazole (400 mg/oral/tds, ongoing since (B)(6) 2026) and flucloxacillin (500 mg/qds, ongoing since 17-may-2026). No action was taken with pembrolizumab or placebo. Treatment with temozolomide and study device was temporarily interrupted on (B)(6) 2026. Whether the event subsided after the interruption of treatment with study device and temozolomide was reported as not applicable. It is unknown whether the event reappeared after the treatment with study device and temozolomide was reintroduced. The event was ongoing and the subject was still hospitalized at the time of this report. Initial information was received on 18-may-2026.

Manufacturer narrative:
The investigator considered the event of facial swelling associated with pain (meddra preferred term: swelling face), grade 3/severe in intensity as possibly related to pembrolizumab or placebo, possibly related to study device, possibly related to temozolomide and not related to study procedure. In the opinion of pi, the infective episode in anatomical location was close to device, infective episode may be related to chemotherapy, and differential diagnosis included inflammatory cause related to the pembrolizumab/placebo. The sponsor assessed the event of facial swelling associated with pain (meddra preferred term: swelling face), grade 3 in intensity, as not related to pembrolizumab or placebo, not related to the study device, not related to temozolomide, and not related to study procedure. The clinical event presentation, characterized by unilateral facial swelling with associated pain, elevated c-reactive protein, and empiric treatment with antibacterial therapy, is considered more consistent with an acute localized infectious process or inflammatory process representing a plausible alternative etiology. Additional contributing factors may include chronic corticosteroid therapy, underlying malignancy, and potential immunocompromised status, which may have contributed to increased susceptibility to infection. At the time of this report, no evidence of systemic hypersensitivity reaction or other immune-mediated toxicity suggestive of pembrolizumab/placebo-related causation had been documented. In addition, no local dermatologic toxicity, scalp injury, device-site reaction, or other findings suggestive of a study device-related event were reported. A causal association with temozolomide could not be established based on the currently available information, including missing maintenance dosing details and absence of documented hematologic toxicity. There was no evidence of recent study procedures, procedural complications, or procedure-related trauma to support a causal relationship with study procedures. Therefore, based on the available clinical information and presence of a more plausible alternative etiology, the sponsor considers the event not related to pembrolizumab/ placebo, study device, temozolomide, or study procedures. Additional information has been requested from the site, and the case will be reassessed upon receipt of further details. The event of facial swelling associated with pain (meddra preferred term: swelling face), grade 3/severe in intensity, is considered as unexpected for pembrolizumab or placebo as per the current reference safety information [ib version 24 dated 08 nov-2023], unexpected for study device as per the current reference safety information [ib version 1.0 dated 19-mar-2024], and unexpected for temozolomide as per the current reference safety information [tmz uspi] for us. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).